Event description:
Reviewed surgeons database report, which shows evidence of a non-union and a broken im nail. I further noted that the surgeon had advised the pt to have exchanged nail surgery to replace the nail. I reviewed the pt¿s x-rays, which confirmed non-union and the broken im nail. The report further noted that the surgery was completed. No indication of product defect. Cause: non-union of fracture site.